Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion that had breached the insulation at 6.7 cm to 6.9 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.